Event description:
It was reported that patient presented for scheduled procedure. During the procedure, excessive torque was noted in the lead, and it could not be advanced. The decision was made to remove the lead and move to another location; however, torque persisted during counter-rotation. It was also noted that the lead could not be retracted using the normal turning tool. The lead was ultimately not used and was replaced with a new lead, which was implanted without issue. Patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and ¿unable to advance the lead¿. A complete lead was returned in one piece with the helix stretched/bent and clogged with body fluid. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was stretched/bent consistent with procedural damage. The helix mechanism/ extension length test was not performed due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to helix being stretched/bent and clogged with body fluid.